Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the impedances on contacts 0 ¿ 7 were greater than 10k ohms. The patient stated that they fell in (B)(6) 2014 and (B)(6) 2015. The patient did not notice any change in stimulation or pain relief. The manufacturer representative reprogrammed around the affected contacts and coverage of the painful areas was obtained. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-12. It was reported that the cause of the high impedances was not determined, and no actions were taken to resolve the issue. There were no further complications reported or anticipated.